Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. H3 other text: no product returned.

Event description:
It was reported that a cayman united screw "went through" a cascadia cayman united two-hole plate intra-operatively. The procedure was completed successfully with a ten-minute surgical delay with no adverse consequence to the patient. This report captures the cayman united screw.

Event description:
It was reported that a cayman united screw "went through" a cascadia cayman united two-hole plate intra-operatively. The procedure was completed successfully with a ten-minute surgical delay with no adverse consequence to the patient. This report captures the cayman united screw.